Event description:
It was reported that the patient's implantable neurostimulator (ins) was flipped on its side "like a quarter standing up." It had been that way for a couple of months. Patient had revision surgery to fix it. After surgery, the patient was unable to adjust stimulation. Patient had one program available instead of four and the programmer showed the upper limit icon if the patient tried to increase the stimulation from 0v. Stimulation had been off and the patient turned it back on. At a follow-up appointment the patient had her implant and programmer re-synced and everything was working fine. The patient was feeling stimulation in the bicycle area and was comfortable. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v884820, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. For use by user facility/importer(devices only). (B)(4).